Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the plate in question was broke about four months after a spiral fracture of right femoral neck surgery. The spiral fracture turned to comminuted fracture due to this incident. This report is 1 of 1 for (B)(4).

Event description:
When the product was received by the manufacturer it was noted there was also a broken screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: no patient harm reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed. The report indicates that the based on the topography of the fracture surfaces, we can conclude that the lcp-df plate was subjected to high dynamic bending loads and the locking screw was subjected to low, two-sided, dynamic bending loads. Constantly alternating load cycles during walking led to the fatigue of the material, then to a first crack and finally to the overloading respectively to the fatigue fracture of the implants. Postoperative activities of the patient may have played a certain role too. A failure resulting either from a material defect or the manufacturing process can be excluded. No indication for material or design related issue was found. No manufacturing related issue was identified and/or confirmed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon inserted the cortex screw outside of the plate and drilled four empty holes close to it during the first spiral fracture surgery. He fixed the broken plate with t2 supracondylar nailing system.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: actual event date is unknown implant date: original implant date unknown device history records was conducted. The report indicates that the: manufacturing date: 19th october 2012, expiry date: 1st october 2022. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.